Manufacturer narrative:
The threaded tip section at the forefront is completely broken off. The broken off portion was not sent back for investigation. Because of the damage and the missing broken part, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The complaint condition is confirmed, since the device is broken as reported. Based on the provided information we are not able to determine the exact cause of this complaint. We can only assume that too much force was applied during this procedure which has finally led to this breakage. To prevent such situations, it is necessary to use the aiming device in order to place the guide rod accordingly and the screw in the exact position. To avoid damaging the instruments and the implant, tighten the connecting screw securely. Please note that the dhs wrench is only for insertion the dhs screw. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 338.300, lot: 7742388, manufacturing site: (B)(4), release to warehouse date: 14 feb 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the stratec dhs/dcs was placed into quaratine because the wrench insert/extraction dhs/dcs-parts were broken. No further information provided. This report is for one (1) dhs®/dcs® one-step insertion wrench this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated ed: this complaint involves eight (8) devices.